Event description:
During a baxter evaluation, it was found that a pump constantly alarms upstream occlusion. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the constant alarm of upstream occlusion, caused by a failing upstream sensor. The upstream sensor will be replaced.